Event description:
When trying to close and staple, the surgeon stated that the stapler pin would not align in the handle and the handle would not close. Stapler exchanged and surgeon able to complete stapler deployment and cutting. No patient adverse outcome. Defective stapler removed from field and sent to biomedical engineering department for reporting. Manufacturer response for curved cutter stapler, contour (per site reporter). Manufacturer provided incident number and will analyze.